Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patient mother reported no sensor wire in the sensor applicator. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). A visual inspection was done on the sensor. The visual inspection testing concluded that the sensor wire was missing from the housing puck. The customer complaint was confirmed and the root cause is undetermined.